Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
Postop fluoroscopic survey showed the patient had a small line in the pericardial area after a superdimension enb procedure. A chest x-ray confirmed a small pnuemediastinum. No further information is known. If additional information is received a follow-up report will be submitted.

Manufacturer narrative:
A scheduled device evaluation was performed by a superdimension field service engineer on 4/25/2016 and the device met specification. If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Event description:
The site indicated that they experienced navigational inaccuracy during the superdimension procedure. If additional information pertinent to the incident is obtained another follow-up report will be submitted.